Event description:
Healthcare professional reported a right side "textured allergan implant, capsular contracture", " rippling of the implants", "numerous pockets of pericapsular fluid", "small inframammary lymph node". Device was explanted

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe. Seroma: unable to observe. Device wrinkling: unable to observe. Crease/folding of implant: observe creases on the device. Anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side "textured allergan implant, capsular contracture baker grade IV", " rippling of the implants", "numerous pockets of pericapsular fluid", "small inframammary lymph node", and "chronic inflammation in the stroma". Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a6, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "textured allergan implant, capsular contracture", " rippling of the implants", "numerous pockets of pericapsular fluid", "small inframammary lymph node". Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma.